Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect assembly operation of hanger in drainage bag assembly". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer just left the doctor's office where they changed their foley drainage bag. Stated it was leaking and this was not the first drainage bag that had leaked and also the tubing did not go through the loop on the hook to keep it straight. The bag bends over so they must hold it straight to keep the urine following into the bag. Bd representative discussed other drainage bag options like 154102 and explained that a drainage bag without a loop or hook might be a better option. Per follow up via phone on (B)(6) 2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since (B)(6) 2011, and this was the longest time they had had to deal with such an inconveniencing problem.

Event description:
It was reported that the customer just left the doctor's office where they changed their foley drainage bag. Stated it was leaking and this was not the first drainage bag that had leaked and also the tubing did not go through the loop on the hook to keep it straight. The bag bends over so they must hold it straight to keep the urine following into the bag. Bd representative discussed other drainage bag options like 154102 and explained that a drainage bag without a loop or hook might be a better option. Per follow up via phone on (B)(6)2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since 1(B)(6)2011, and this was the longest time they had had to deal with such an inconveniencing problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.